Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: right side"), pelvic pain ("severe chronic pain"), menorrhagia ("excessive and abnormal bleeding during menstruation") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (ess205) (batch no. 622944) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight of patient 180 lbs. Previously administered products included for an unreported indication: lovenox. Concurrent conditions included overweight. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), eczema ("rashes or skin conditions type: eczema"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one: weight gain"), alopecia ("hair loss") and abdominal pain lower ("side of lower abdomen"). The patient was treated with surgery (removed migrated coil), surgery (removal of one of the devices in mar-2016) and surgery (ablation). Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, eczema, dysmenorrhoea, fatigue, weight increased and alopecia outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, device dislocation, dysmenorrhoea, eczema, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: confirmed placement of both coils, full occlusion; on (B)(6) 2017: total bilateral occlusion on (B)(6) 2007: hysterosalpingogram -confirmed placement of both coils and full occlusion of both tubes. On (B)(6) 2017: hysterosalpingogram -essure confirmation test(s) conducted. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events abnormal bleeding, vaginal bleeding, eczema, migration of essure, dysmenorrhea, fatigue, weight gain, hair loss are added. Lot number added. Lab data updated. Historical drug added. Patient , product & reporter and reporter information added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: right side"), pelvic pain ("severe chronic pain"), menorrhagia ("excessive and abnormal bleeding during menstruation") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (ess205) (batch no. 622944) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight of patient 180 lbs. Previously administered products included for an unreported indication: lovenox. Concurrent conditions included overweight. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), eczema ("rashes or skin conditions type: eczema"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one: weight gain"), alopecia ("hair loss") and abdominal pain lower ("side of lower abdomen"). The patient was treated with surgery (removed migrated coil), surgery (removal of one of the devices in (B)(6) 2016) and surgery (ablation). Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, eczema, dysmenorrhoea, fatigue, weight increased and alopecia outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, device dislocation, dysmenorrhoea, eczema, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: confirmed placement of both coils, full occlusion on (B)(6) 2007: hysterosalpingogram -confirmed placement of both coils and full occlusion of both tubes. On (B)(6) 2016, ultrasound pelvis revealed anteverted uterus measuring 9.6 x 5.4 x 3.7 cm with endometrial stripe of 3.2 mm, echogenic foci present at cornua bilaterally consistent with essure coils, bilateral ovaries were unremarkable. Empty cul-de-sac. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right side'), pelvic pain ('severe chronic pain'), menorrhagia ('excessive and abnormal bleeding during menstruation') and genital haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) (batch no. 622944) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight of patient 180 lbs. Previously administered products included for an unreported indication: lovenox. Concurrent conditions included overweight. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ brown (old blood) discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), eczema ("rashes or skin conditions type: eczema"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain lower ("side of lower abdomen") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (ablation, removed migrated coil and removal of one of the devices in mar-2016). Essure (ess205) was removed in march 2016. At the time of the report, the device dislocation, pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, eczema, dysmenorrhoea, fatigue, weight increased and alopecia outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, device dislocation, dysmenorrhoea, eczema, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: confirmed placement of both coils, full occlusion. On (B)(6) 2007: hysterosalpingogram -confirmed placement of both coils and full occlusion of both tubes. On (B)(6) 2016, ultrasound pelvis revealed anteverted uterus measuring 9.6 x 5.4 x 3.7 cm with endometrial stripe of 3.2 mm, echogenic foci present at cornua bilaterally consistent with essure coils, bilateral ovaries were unremarkable. Empty cul-de-sac. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2019: the case2019-214574 was identified as a follow up of this case. Therefore, the case 2019-214574 was deleted from argus database. New reporters added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("migration of essure device location of device: right side"), pelvic pain ("severe chronic pain"), heavy menstrual bleeding ("excessive and abnormal bleeding during menstruation") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 32 year-old female patient who had essure (ess205) inserted (lot no. 622944) for female sterilisation. Additional non-serious events are detailed below. Medical conditions: current weight of patient 180 lbs. Previously administered products included: lovenox [enoxaparin sodium]. As concurrent condition the report mentioned overweight. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the day of essure (ess205) insertion, she experienced device dislocation (seriousness criteria medically important and intervention required), pelvic pain (seriousness criteria medically important and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007 she experienced eczema ("rashes or skin conditions type: eczema"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2008 she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ brown (old blood) discharge"). Essure (ess205) was removed in (B)(6) 2016. On unknown dates she experienced genital haemorrhage (seriousness criterion medically important) and abdominal pain lower ("side of lower abdomen"). The patient was treated with surgery (removed migrated coil, removal of one of the devices in (B)(6) 2016 and ablation). At the time of the report, the abdominal pain lower had resolved. The outcomes for device dislocation, pelvic pain, heavy menstrual bleeding, genital haemorrhage, vaginal haemorrhage, eczema, dysmenorrhoea, fatigue, weight increased and alopecia were unknown. The reporter considered abdominal pain lower, alopecia, device dislocation, dysmenorrhoea, eczema, fatigue, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205) administration. The reporter commented: date of essure insertion: (B)(6) 2008 and date of essure removal: (B)(6) 2017 (as per pif-discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.957 kg/sqm. [Hysterosalpingogram] on (B)(6) 2007: results: confirmed placement of both coils, full occlusion *on (B)(6) 2007: hysterosalpingogram -confirmed placement of both coils and full occlusion of both tubes. On (B)(6) 2016, ultrasound pelvis revealed anteverted uterus measuring 9.6 x 5.4 x 3.7 cm with endometrial stripe of 3.2 mm, echogenic foci present at cornua bilaterally consistent with essure coils, bilateral ovaries were unremarkable. Empty cul-de-sac. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia and pelvic pain. Quality-safety evaluation of ptc: for essure (ess205): unable to confirm complaint - no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: new lawyer added and imdrf codes updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("migration of essure device location of device: right side"), pelvic pain ("severe chronic pain"), heavy menstrual bleeding ("excessive and abnormal bleeding during menstruation") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 32 year-old female patient who had essure (ess205) inserted (lot no. 622944) for female sterilisation. Additional non-serious events are detailed below. Medical conditions: current weight of patient 180 lbs. Previously administered products included: lovenox [enoxaparin sodium]. As concurrent condition the report mentioned overweight. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the day of essure (ess205) insertion, she experienced device dislocation (seriousness criteria medically important and intervention required), pelvic pain (seriousness criteria medically important and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007 she experienced eczema ("rashes or skin conditions type: eczema"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2008 she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ brown (old blood) discharge"). Essure (ess205) was removed in (B)(6) 2016. On unknown dates she experienced genital haemorrhage (seriousness criterion medically important) and abdominal pain lower ("side of lower abdomen"). The patient was treated with surgery (removed migrated coil, removal of one of the devices in (B)(6)2016 and ablation). At the time of the report, the abdominal pain lower had resolved. The outcomes for device dislocation, pelvic pain, heavy menstrual bleeding, genital haemorrhage, vaginal haemorrhage, eczema, dysmenorrhoea, fatigue, weight increased and alopecia were unknown. The reporter considered abdominal pain lower, alopecia, device dislocation, dysmenorrhoea, eczema, fatigue, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205) administration. The reporter commented: date of essure insertion: (B)(6) 2008 and date of essure removal: (B)(6) 2017 (as per pif-discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.957 kg/sqm. [Hysterosalpingogram] on (B)(6) 2007: results: confirmed placement of both coils, full occlusion. On (B)(6) 2007: hysterosalpingogram: confirmed placement of both coils and full occlusion of both tubes. On (B)(6) 2016, ultrasound pelvis revealed anteverted uterus measuring 9.6 x 5.4 x 3.7 cm with endometrial stripe of 3.2 mm, echogenic foci present at cornua bilaterally consistent with essure coils, bilateral ovaries were unremarkable. Empty cul-de-sac. Lot number: 622944. Manufacture date: 2007-01. Expiration date: 2008-12. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 06-mar-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe chronic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (removal of one of the devices in (B)(6) 2016). At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure (ess205). Diagnostic results: on (B)(6) 2007: hysterosalpingogram - confirmed placement of both coils and full occlusion of both tubes. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.